Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: for possible anchor fracture or embolism - "examine device to determine if anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Clinical experience to date indicates that tissue ischemia from an embolized anchor is unlikely. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention." Also, the 'warnings' section of the angioseal vip IFU had the following caveats: ''do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.'' The complaint could be confirmed for the alleged failure that the user experienced. In the complaint, the puncture was found in external iliac artery, the 6 fr angio-seal is meant to be only deployed in the common femoral artery. Based on the limited information provided, the likely cause of the event could be improper positioning and the relationship of the device to the reported event cannot be substantiated. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - not provided, age & date of birth - not provided, weight - not provided, ethnicity - not provided, race - not provided, catalog number- not provided, lot number: not provided, expiration date - unknown due to unknown product code and lot number combination, UDI - unknown due to unknown product code and lot number combination, device manufacturer date - unknown due to unknown product code and lot number combination, name and address- not provided, phone number- not provided. Terumo performed a maude search on 07jan2021, report number (B)(4) was found and therefore the maude report has been provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production code and lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
A maude database search conducted on 07jan2021 found a maude report number (B)(4). The event description states: "on (B)(6) a (B)(6) y/o male underwent transaortic valve replacement. On (B)(6) the pt underwent repair of the right external iliac and common femoral artery, thrombectomy of distal iliac artery and common femoral artery, fasciotomies of the medial, lateral, and posterior compartments, and removal of angio-seal device occluding the external iliac artery."